Event description:
During the atrial fibrillation (afib) procedure, it was reported while using a navistar catheter, the stocket generator stopped delivering energy during the third ablation session in the left atrium. The error message displayed on stockert was catheter error. After the stocket was reset, it was noticed that the catheter was reading very low temperature (below 10 degrees celsius). Carto system then displayed a magnetic sensor error message. The cable was replaced to resolve the issue. Another error message came up saying that the internal stim routing had been disabled and the pui needed reboot. The piu was rebooted but then error 25 message (piu built-in test failed) came up. Trouble shooting was performed by disconnecting every cable from the piu, rebooting the piu and then sequentially reconnecting the cables. A third new cable was used to connect the navistar catheter to the piu and upon connecting the navistar catheter a huge amount of noise/interference was observed on all body surface ECG and intracardiac signals. Additional information received on (B)(6) 2012 stated the noise occurred on both the carto system and the ep recording systems. The signals were not interpretable. The navistar catheter was exchanged for a new one and the problem was resolved. The procedure was completed without patient consequence. Based on the additional information received this complaint now becomes reportable, alert date is reset to (B)(6) 2012.

Manufacturer narrative:
(B)(4). During the atrial fibrillation (afib) procedure it was reported noise/interference was observed on all body surface ECG and intracardiac signals. The noise occurred on both the carto system and the ep recording systems. The signals were not interpretable. The navistar catheter was exchanged for a new one and the problem was resolved. The procedure was completed without patient consequence. The returned device was visually inspected upon receipt and some residues were found around the connector. The catheter was evaluated for eeprom, carto 3, 4khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrated the catheter was properly calibrated during manufacturing. Furthermore, the returned device was also tested for electrical performance, stockert compatibility and thermal sensor response. The catheter failed electrical test. Further investigation revealed that connector, solder joints and pc board had corrosion. It is unknown how the corrosion was formed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.

Manufacturer narrative:
(B)(4).